Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the replacement of the air water filter on the endoscope reprocessor, water was found inside the filter, and after draining the water and tightening the filter, water back flow occurred. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to moisture in the air, which could have cooled within the air conditioner or been condensed, leading to water remaining in the air filter. - water vapor in the air may have been condensed in the air filter due to compressed air, leading to water remaining in the air filter. Additionally, water may have intruded from the hose of the air channel or the parts connecting site, resulting in water remaining in the air filter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.